Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer returned one guide wire that had two kinks at 25 and 28 cm from the distal tip and one dilator with a damaged tip. Microscopic examination revealed that one side of the dilator tip was distorted with a white edge characteristic of contact with a guide wire. Functional testing was performed by inserting the undamaged section of the wire through the dilator and it passes without resistance; no blockages were found. A review of manufacturing records did not yield any relevant findings. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). This event was initially reported under MDR# 9680794-2015-00104. An additional damaged guide wire was received with the sample to be evaluated for that event. This complaint and report have been created for the second guide wire.

Event description:
It was reported that during insertion in the ICU, the guide wire was inserted without issue into the patient's right subclavian. The doctor then attempted to pass the dilator over the wire, but met with resistance resulting in the kinking of the guide wire. As a result, a new kit was opened and used to successfully complete the procedure.